Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample was provided for evaluation. The sample was decontaminated, visually evaluated and no defects were observed/ to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump, then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Additionally, the sample was functional leakage tested, and no leakage was detected. Thereafter, a measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches, which meets the specification of 0.152-0.154 inches. Based on the investigation findings, the sample was within internal specification; therefore, the reported defect was not confirmed. As the lot number associated with this complaint is not available, a batch record review and testing of the house retains were not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample was provided for evaluation. The sample was decontaminated, visually evaluated and no defects were observed/ to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump, then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Additionally, the sample was functional leakage tested, and no leakage was detected. Thereafter, a measurement of the outer diameter of the pump segment tubing was taken and found to be 0.15 inches, which meets the specification of 0.150-0.154 inches. Based on the investigation findings, the sample was within internal specification; therefore, the reported defect was not confirmed. As the lot number associated with this complaint is not available, a batch record review and testing of the house retains were not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air in line alarms with no visible air bubbles.